Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument jaws could not be opened or closed. The user removed the sterile adapter and reinstalled it again but the issue persisted. The jaws could not engage or be closed even after the instrument was removed. The jaws moved when the user turned the input disks manually. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected before use, and no damage was found. The reporter confirmed that the instrument did not collide with any other instrument or tool during the procedure. The issue occurred during a surgical task on the myoma. The reporter further reported that that the instrument broke due to the applied force. However, the broken pieces did not fall into the patient. The customer confirmed no cable was found protruding from the instrument's distal end of the instrument. There was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps with this complaint and completed investigations. The instrument was found to have broken pull rod in the proximal end. This caused push pull rod mechanism to fail hence jaws not to open and close.

Event description:
Refer to h10/h11 for follow-up information.